Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose (bg) level increased to 417 mg/dl overnight after wearing the pod on the arm for approximately 36-48 hours. The patient was taken to the hospital due to the elevated bg level and the presence of large ketones. It is unclear whether ketone testing was performed at home or during the hospital evaluation. It was further noted that the omnipod system had been switching between automated and manual modes due to high glucose levels, with alarms indicating high bg levels. Upon removal of the pod, the mother observed that the cannula was no longer inserted in the skin despite having been inserted during initial application and believed the cannula likely became dislodged around 3 a.m. After applying a new pod, the mother reported that bg levels decreased. No further information was provided regarding any medical diagnosis or treatment during the hospital visit.